Manufacturer narrative:
(B)(4). Additional information received indicates the piece was not retrieved from the catheter. No other information was received. The customer did not return a complaint sample; however, they supplied a photo showing what is reported to be an x-ray image of the catheter body. Visual analysis revealed a gray area within the catheter body, but it cannot be determined without the sample to evaluate. A probable cause of the foreign material inside the device cannot be determined from the photos supplied and without the sample to evaluate. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "under x-ray, catheter appeared to have a piece of metal in the distal tip of the catheter. Because they were not sure if it was a piece of metal, patient was sent to ir." No patient injury was reported. The patient's condition is fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "under x-ray, catheter appeared to have a piece of metal in the distal tip of the catheter. Because they were not sure if it was a piece of metal, patient was sent to ir." No patient injury was reported. The patient's condition is fine. Additional information was requested, but was not available at the time of this report.